Event description:
It was reported that the patient underwent a lead replacement due to the high impedance event. After the lead replacement, the impedance values were within normal limits. The device would not be available for return as it was cut into multiple pieces during the explant.

Manufacturer narrative:
(B)(4).

Event description:
A team leader reported that a patient had high impedance identified during a system diagnostic test. A review of the device history record for the implanted lead verified that the lead passed all quality inspections prior to release for distribution. A review of the available programming history showed that the device had impedance values within normal limits after generator replacement in (B)(6) 2015. X-rays were provided to the manufacturer for review and the x-ray images did not provide objective evidence on the cause of the high impedance. Due to the quality of the image and a portion of the lead being routed behind the generator, a full assessment could not be made on the lead and the presence of a micro-fracture could not be ruled out.